Event description:
The facility reported a colleague infusion pump with the reported condition of a faulty screen. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7, 8.11.00.

Manufacturer narrative:
(B)(4).the device is available, but has not yet been received by baxter personnel. A follow-up report will be filed once the device has been received and the evaluation has been completed. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a faulty screen was confirmed during evaluation. It was not specified if the reported problem was reproduced during service. The root cause was determined to be defective main display. The main display was replaced to fix the reported condition. This issue has been escalated to CAPA.